Event description:
Additional information was received that this lead was surgically abandoned. A new right atrial (ra) lead was implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the pacemaker and right atrial (ra) lead remain in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,000 ohms. There were several atrial tachy response (atr) mode switches due to noise. The field representative was unable to reproduce noise with isometrics. An x-ray was negative for any issues. The patient has no symptoms. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported.